Event description:
A 3.0mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent was deployed in the mid lad of a pt with no issue reported. However, it was reported that 1 day post implant, the pt suffered an mi. Prolonged hospitalization was required. The pt is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (mi).

Event description:
It is unknown whether the reported myocardial infarction (mi) was related to the target vessel. The investigator indicated that the event was possibly related to the study device.